Event description:
Procedure type: unknown. According to the reporter: the balloon popped during the procedure. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. No patient injury was reported.

Manufacturer narrative:
(B) (4).